Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had an no image. The issue occurred during preparation/prior to sedation for a therapeutic procedure. There were no reports of patient harm.

Event description:
It was reported the camera head had an no image. The issue occurred during preparation/prior to sedation for a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: g3, h2, h3, h4, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed, the device evaluation found an intermittent image due to a bad charged coupled device. Additionally, a failed water leak test was found due to damaged cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.